Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) has been used as a placeholder based on the reported phone area code. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309654 and lot number 9275448. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings came off the syringe 50ml s/t latex free configure after washing and reusing it for about 2 days. The following information was provided by the initial reporter: "the problem we have is that the markings on the syringe come off so fast. We have to reuse the syringes because of what insurance will allow. My son gets 50ml flushes every 2 hours and we only wash the syringe about 1 time a day but the markings wear off in about 2 days".